Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had blood glucose levels around 50 mg/dl. The customer stated that she felt lousy as a result of her low blood glucose. Customer also reported receiving differences between sensor and blood glucose readings. The insulin pump and sensor were not replaced or returned for analysis.